Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd arterial cannula 20g/1.10mm x 45mm had an issue with leakage. When the pressure sensor was connected water seepage occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: at 16:30 on (B)(6) 2019, after the successful puncture of the arterial cannula, the pressure sensor was connected, and water seepage occurred at 16:32.

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that during use of the bd arterial cannula 20g/1.10mm x 45mm had an issue with leakage. When the pressure sensor was connected water seepage occurred. The following information was provided by the initial reporter, translated from chinese to english: at 16:30 on 08/28/2019, after the successful puncture of the arterial cannula, the pressure sensor was connected, and water seepage occurred at 16:32.